Event description:
The bypass portion of a procedure had been completed and they had come off pump. Conditions developed whereby cardio-pulmonary bypass had to be re-instituted. Shortly after initiation of the second pump run, the oxygenator performance was noted to decrease. The involved oxygenator was changed out at that time for a larger model. The procedure was completed successfully with no further problems.